Event description:
It was reported that the pneumatic roto osteotome drill overheated during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The complaint was confirmed by the repair technician and diagnostic engineer. Upon disassembly, it was visually confirmed that the cartridge assembly, driveshaft and bearing were affected by debris. Debris my limit the rotational properties of components causing a thermal event. The affected components were replaced. The drill was cleaned, lubed, adjusted and returned to the customer. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure.